Event description:
Healthcare professional reported capsular contracture, bake grade iii, "presence of late serum in the right implant bed. Reports intermittent pain and swelling in the right breast area" and "thickened and deformed capsule of the right implant, with the presence of an abnormal amount of fluid around the implant". Healthcare professional additionally reported "it is also appropriate to conduct examination to exclude implant-associated anaplastic large cell lymphoma." Record is for right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ edema: unable to observe. ¿ capsular contracture: unable to observe. ¿ seroma-late: unable to observe. As per the investigation procedure, opening, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, bake grade iii, "presence of late serum in the right implant bed. Reports intermittent pain and swelling in the right breast area" and "thickened and deformed capsule of the right implant, with the presence of an abnormal amount of fluid around the implant". Healthcare professional additionally reported "it is also appropriate to conduct examination to exclude implant-associated anaplastic large cell lymphoma." Record is for right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: device photograph(s) for the device related to the reported event of capsular contracture, granuloma and seroma-late was requested (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician additionally reported "it is also appropriate to conduct...examination to exclude implant-associated anaplastic large cell lymphoma." Later, healthcare professional reported "hyalinized fibrous tissue with areas of eosinophilia and an appearance of fibrinoid necrosis, presence of irregularly shaped optical voids with giant multinucleated ¿foreign body¿ cells, focal mononuclear infiltrates, synovial cell metaplasia". No findings of malignancy were mentioned, just the fact that further immunohistochemistry would be recommended to definitively exclude bi-alcl or bi-scc.